Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned for an evaluation by the hospital. Because the part and lot numbers are unknown, the device history records could not be reviewed. The possible adverse effects and complications section of the instructions for use (IFU) states, "... Other conditions brought on by the surgical procedure, including skin irritation and infection," and "apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant." Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During post market surveillance on lactosorb distraction, a journal article was identified that reported during a study patient no. 2 had a successful detubation on day nine post-op with 18 mm of distraction achieved. There is no reference of this patient having an infection or being treated for an infection in the article, however the chart within the article lists minor local symptoms of infection at one pin site were present. More information was requested but has yet to be received.